Event description:
It was reported that a malfunction alarm occurred. There was no impact to the customer¿s blood glucose level. The customer reported that manual injections would be used for alternate insulin therapy. In addition, cartridge fill resistance was reported. Multiple follow up attempts were made to complete troubleshooting with the customer for this issue. However, the customer did not respond.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to the customer¿s blood glucose. The customer reported that manual injections would be used for alternate insulin therapy.